Manufacturer narrative:
Of the nine (9) reported events, six (6) single use devices were received for evaluation. Visual inspection on all of the samples revealed the bladder was ruptured. On at least two of the samples, the bladder was ruptured vertically. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for all six (6) units. The cause of the condition could not determined. A nonconformance has been opened to address this issue. A batch review was conducted for this lot and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that the bladder of nine (9) small volume folfusors ruptured. All ten events occurred during fill of the units. There was no patient involvement. No additional information is available.